Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurement of greater than 2,000 ohms. An invasive procedure was performed where the lead was tested on a pacing system analyzer (psa) where the same result was obtained. The lead and device connection was also checked and found to be secure. The lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.